Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the distal esophagus, performed on (B) (6) 2008 according to the complainant, the stent was placed to treat an iatrogenic esophageal perforation (ep) without sepsis that resulted from the mucosectomy procedure performed that same day. On (B) (6) 2008, the patient presented with stent migration of mild severity, which was resolved successfully by endoscopic stent removal. At the patient's last visit, it was reported that the perforation had healed and the patient was in good condition.

Manufacturer narrative:
Device reported as ultraflex esophageal partly covered stent (15 cm x 18/23 mm) (B) (4) (medical intervention required). (B) (4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used, and any use other than those specifically outlined under indications for use." However, the complaint states that the stent was used to seal an iatrogenic esophageal perforation as a result of a mucosectomy procedure. As a result, this event has been assigned the root cause of user error.